Manufacturer narrative:
The impairment of the body is moderate and the patient needed to be hospitalized. The outcome of the adverse event was improved and the prognosis for the patient was satisfactory. The facility did not provide further information regarding the patient or the procedure. If the single use product is returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. (B)(4).

Event description:
The procedure was for af. Blood pressure was dropped during ablation and cardiac tamponade was admitted by echo. Drainage was performed, and blood pressure was recovered to be stable condition. The physician's comment: the event was not related to the devices. The patient had chronic af with cardiac hypertrophy. It was quite difficult to manipulate the catheters as usual due to the patient's unique cardiac shape with large left auricle.